Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent moved on the balloon. As the physician was loading the 2.75x16mm liberte bare metal stent delivery system onto the guide wire, the physician realized that the stent was partially dislodged from the balloon. The procedure was completed with another stent. No pt complications occurred. Pt status is satisfactory.